Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 2.25mm x 20mm emerge¿ balloon catheter was selected to dilate the lesion. The balloon shaft broke inside the patient when the catheter over kinked. It was ballooned and held in the guide while the guide and the balloon were removed. The procedure was completed with another device. No patient complications were reported and patient's status was fine.

Event description:
It was reported that shaft break occurred. A 2.25mm x 20mm emerge¿ balloon catheter was selected to dilate the lesion. The balloon shaft broke inside the patient when the catheter over kinked. It was ballooned and held in the guide while the guide and the balloon were removed. The procedure was completed with another device. No patient complications were reported and patient's status was fine.